Manufacturer narrative:
The field service engineer replaced the sample probes and performed adjustments, replaced the pinch valve tubing, cleaned the ise assembly, system wash, and sampling line. The investigation determined the service actions resolved the issue.

Event description:
There was an allegation of questionable ise indirect gen 2 results from the cobas pro c 503 analytical unit. Patient 1 initial sodium result was 156 mmol/l and the repeat result was 142 mmol/l. Patient 2 initial sodium result was 167 mmol/l and the repeat result was 141 mmol/l. The initial chloride result was 121 mmol/l and the repeat result was 100 mmol/l.

Manufacturer narrative:
The electrode lot numbers and expiration dates were requested but were not provided. The investigation is ongoing.